Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch - suresmile aligners, reportedly the aligners have been poorly cut and are causing damage/cuts and sores to the patient in the vestibular area of #47 and in the vestibular area between #33 and #34.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The evidence provided by the customer (photos) shows a lower l4 aligner for patient k3x2. It is observed that the trimming line is being pointed out in the area of the right molar trays and the left canine; however, it is not possible to determine whether the aligner has sharp or rough edges that could cause any laceration to the patient. The aligner shows a straight trim line in accordance with specifications. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.